Manufacturer narrative:
Follow-up #1: date of submission 12/14/2015 device evaluation: the device has been returned and evaluated by product analysis on 12/01/2015 with the following findings: the battery compartment was cracked. Unrelated to the original complaint, the display was dim and discolored. Also unrelated, the audio bolus button cover was partially lifted and the button was unresponsive. Once removed, contamination was observed under the cover and inside the bolus button compartment. Lastly, there was a crack observed in the case near the display lens.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.